Event description:
It was reported via the food and drug association (FDA) medwatch program that the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition, had high capture thresholds, low pacing impedance, and an insulation breach. The rv lead was capped, and new rv lead was implanted successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5159146.